Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-00705. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the left subclavian artery using penumbra coil 400 coils (pc400 coils) and a straight px slim delivery microcatheter (px slim). Although the patient's anatomy was tortuous, the physician was able to smoothly advance the straight px slim to the target vessel without applying any force. The physician then started to advance an initial pc400 coil through the px slim; however, the coil advanced half way through the px slim and then stopped. Therefore, the pc400 coil was retracted from the px slim. The physician inspected the pc400 coil and did not observe any damages so he attempted to re-advance the coil through the px slim but was still unsuccessful. Next, the physician switched out the straight px slim for a 45 degree px slim and attempted to advance the same pc400 coil through but was unsuccessful. Therefore, a new pc400 coil from a different lot was opened and successfully advanced through the 45 degree px slim. The procedure was then completed without further issues. There was no report of an adverse effect to the patient.